Event description:
It was reported that, during patient use, a ventilator generated a high pressure and safety valve open (svo) alarm. The patient was removed from the device, with no harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot the customer reported malfunction over the telephone. The action recommended by technical support engineer (tse) corresponds with accepted service practices. Additionally, it was reported by the customer that their biomedical engineer evaluated the ventilator, and found that the tubing had a leak, which was corrected. The serial or lot number was not provided by the customer. Therefore, the manufacturing date is not available.